Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 2.5x24mm drug eluting stent to the 90% stenosed lesion located in the distal left anterior descending (lad) artery, but was unable to cross through a previously placed, non bsc stent. The stent delivery system (sds) was then removed and the proximal lad was dilated with the balloon catheter. "Then the sds was advanced using two guide catheters (5 in 6 technique)." The sds was advanced to the proximal lad, but they were unable to advance any further. The sds was then removed and it was noted that the proximal edge of the stent was lifted up. The procedure was completed with another taxus stent, unknown size. No patient complications were reported. Patient status post procedure is noted as "good."